Manufacturer narrative:
Failure analysis noted that the pump had moisture damage on the motor. The pump had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call to report moisture damage on the insulin pump due to insulin leak.. The customer's blood glucose was unknown at the time of incident. The customer stated that the pump stopped working and did not function anymore. The insulin pump was returned for analysis.